Event description:
It was reported that a guide wire tip detachment occurred. The 80% stenosed target lesion was located in a severely calcified and severely tortuous proximal circumflex and extends to the first marginal branch. A kinetix ptca guidewire was advanced to the target lesion, however, the distal tip of the wire fractured after several attempts to cross the lesion. The detached tip lodged in a small side branch (less than 1mm) proximal to the lesion. The patient was under observation for several minutes in the laboratory and remained entirely asymptomatic. It was decided not to remove the detached tip from the patient since it is unlikely for the patient to experience long term adverse sequelae. The rest of the wire was removed completely from the patient. The physician stopped the procedure and the patient was completely stable, asymptomatic and was discharged on the same day.

Manufacturer narrative:
Age at time of event: late 60's. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Upn updated from unk575 to h7493912203j0. (B)(4).

Event description:
It was reported that a guide wire tip detachment occurred. The 80% stenosed target lesion was located in a severely calcified and severely tortuous proximal circumflex and extends to the first marginal branch. A kinetix ptca guidewire was advanced to the target lesion, however, the distal tip of the wire fractured after several attempts to cross the lesion. The detached tip lodged in a small side branch (less than 1mm) proximal to the lesion. The patient was under observation for several minutes in the laboratory and remained entirely asymptomatic. It was decided not to remove the detached tip from the patient since it is unlikely for the patient to experience long term adverse sequelae. The rest of the wire was removed completely from the patient. The physician stopped the procedure and the patient was completely stable, asymptomatic and was discharged on the same day.